Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-05418. Reference MFR. Report#: 1627487-2015-05419. Reference MFR. Report#: 1627487-2015-05420. The patient has an scs system for off-label use. It was reported the patient will undergo surgical intervention due to experiencing discomfort related to the lead placed in the right occipital area. All leads are being reported because it is unknown which device is liable.

Manufacturer narrative:
Corrected data: (the patient's issue is related to the her right, supra-orbital lead and not the lead in the right, occipital area as initially reported). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-05418, reference MFR. Report#: 1627487-2015-05419, reference MFR. Report#: 1627487-2015-05420. Follow-up revealed the patient's right, supra-orbital lead was repositioned on (B)(6) 2015.